Event description:
Additional information: it was reported that the infection was at the pump site, in the abdomen. The patient was in stable condition and taking oral meds.

Event description:
A patient was reported as having had an active infection; and it was noted that the physician would like to review options for titration to avoid withdrawal. The plan was to explant the pump on (B)(6) 2011 due to the infection. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 1100mcg. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial# : (B)(4), implanted: (B)(6) 2004, explanted: unk.

Event description:
Additional information: the patient underwent a major back surgery 2 weeks prior to the pump replacement surgery on (B)(6) 2011. The pump was subsequently explanted due to the infection reported previously. As of (B)(6) 2011, the patient planned to have another pump implanted in 4-6 weeks, after finishing a course of antibiotics and the infection has cleared.